Event description:
It was reported to covidien in 2009, that a patient had an issue with an avip foot pump. The customer stated that after patient had cosmetic surgery, the patient experienced pain in the right leg, and developed compartment syndrome.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.